Event description:
The customer reported red and blue fluid leaks at the blood sampling valve (bsv) of the coulter lh 750 hematology analyzer. The fluid was not contained within the instrument, was approximately fifty to one hundred cubic centimeters in volume, and leaked onto the counter. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, glasses and gloves. There was no exposure to healthcare worker's uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No death or injury was associated with this event.

Manufacturer narrative:
Service was dispatched to the site to address this event. The field service engineer (fse) noted loose tubing at the blood sampling valve (bsv). The fse trimmed and re-installed the bsv tubing to resolve the issue. The cause of the event was tubing at blood sampling valve (bsv) was loose. No discrepant results were generated for this event however, this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).